Event description:
It was reported that during initial insertion into the right internal jugular (rij) vein, aspiration was performed; however, the attached syringe drew only air. This observation prompted further evaluation, which led to identification of a potential device issue. Upon closer inspection, the plastic hub (needle cone) was found to contain multiple hairline cracks that had not been apparent during the initial visual inspection. A subsequent puncture was performed using a needle from a three-lumen central venous catheter set, and the procedure was completed successfully. There were no reports of patient complications associated with this event. No additional medical intervention was required beyond removal of the initial puncture needle and a second puncture to the rij vein.

Manufacturer narrative:
(B)(4)